Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that multiple unknown spectrum pumps are experiencing flow rate failures during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). On a site visit, baxter representatives tested spectrum pumps. The only pump failed multiple flow rate tests upon retesting the fleet. The highest percentage failure was 186ml delivered for a 200ml test (percent error of less than 10%). The pump passed on a subsequent test. This MDR was initially reported due to the absence of event information. All suspected devices were tested with assistance from baxter and as a result, all devices were found to deliver in specification. It was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-12228 can be removed from the FDA database.